Event description:
Customer obtained results of 160mg/dl and 40mg/dl within 10 min on the accu-chek compact plus system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.